Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that a cartridge alarm 9 occurred. Reportedly, the customer had filled the cartridge with 260 units of insulin. Customer¿s blood glucose level was 214 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.